Manufacturer narrative:
No product will be rturned for evaluation.

Event description:
The pt's husband reported the pt's blood glucose reading this morning registered "hi" on her glucometer with her normal range being 80-150 mg/dl. He stated the pt's symptoms were extreme thirst and fatigue and she treated her levels by changing her insulin cartridge, infusion set and bolusing insulin through her infusion device. During troubleshooting, the pt's husband stated the pt's piston rod and adapter were over 1 year old. The piston rd and adapter were replaced. He also stated the pt is currently on dialysis. Repeated attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.